Event description:
The user facility reported that during a diagnostic colonoscopy, there was an intermittent purple video image displayed following a complete loss of video image. The procedure was completed with a different, but similar device. No patient injury was reported and no further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of any video image difficulties. The device was tested for several hours on two different video processors and light sources without any video image problems. There was no evidence of fluid invasion in the control body or remote switch unit, however there was corrosion found in the scope connector, which may have contributed to the user's experience. This report will be filed as and MDR in an abundance of caution.